Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint was not possible as the lot number is unknown. Review of the history device records was not possible as the lot number is unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Young boy with shunt that has had the same setting of 100 cmh2o for one year. Suddenly symptoms of overdrainage. The shunt was reprogrammed to max setting without any improvement in patient status. Surgery and replacement with same model of shunt. Question from surgeon: mechanical malfunction?